Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during one day post implant device check, it was noted there was atrial sensing in the right ventricular (rv) lead. X-ray confirmed dislodgement of the rv lead in the atrium. The lead was repositioned successfully on (B)(6) 2021. The patient was stable.